Event description:
The customer reported that the ventilator alarmed and shut down while on a patient. The customer reported the ventilator would then not power back on. The customer reported there was no patient harm. The manufacturer's service technician verified the device would not power on. The service technician reported upon evaluation the device exhibited an odor of overheating. The service technician replaced the motor controller board to address the finding. Final testing was completed and passed to operating specifications. Factory analysis of the motor controller pcb board revealed a component failure which may result in a loss of 12 volts. Loss of 12 volts may prevent operation of the device during use in normal ventilation. If in use, the patient must be placed on another means of ventilatory support.